Manufacturer narrative:
No other complaints have been received related to this product batch, and the batch records show that the product batch is in specification. It has been observed that there is a learning curve associated with the insertion of the inion compression screws due to the minimized amount of material. Overall, this was a challenging fracture and the bone quality in the diaphysis was extremely hard.

Event description:
Two inion compresson screws (2.7*12 mm) were used to fix metacarpal fractures in a 17-year-old patient. The fourth metacarpal bone had a fracture at the diaphysis, and it was difficult to align the ends of the bones. While threading the screw hole, a small piece of bone broke off. This did not impact the planned operation and after threading, the surgeon started inserting one inion compresson screw to the threaded screw hole. However, during insertion, the screw head broke when it hit the surface of the bone and the screw would no longer turn. The screw was left in place and its head was cut off with cutters. The fracture was finally repaired with cerclage metal wire and one transverse k-wire. The surgery took approximately 30 minutes longer, including the installation of the metal wire and k-wire. The fracture at the distal end of the third metacarpal (middle finger bone) was successfully fixed with the inion compresson screw. The surgeon was satisfied with the fixation.